Event description:
While inserting mediport catheter, it was discovered that the introducer had kinked not allowing the catheter to pass through. The surgeon removed the port and closed the incision without placing the mediport.